Event description:
The physician attempted to use the fox plus pta catheter in the iliac. The balloon burst while being inflated at nominal pressure (10 atm). The device was removed without injury to the patient. An unknown balloon was used to complete the case.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.